Event description:
The intra aortic balloon was inserted into the pt on 6/7/98. After intra aortic balloon pump for five hrs, there appeared to be blood flecks in the helium tubing and the intra aortic balloon was removed on 6/7/98. A second iab was inserted. (Event complications: none from the event-reported 7/6/98.) (Pt's current status: on intra aortic balloon pump-rpt'd 7/6/98.)